Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and excessive no deliveries from the insulin pump. The customer's blood glucose reading was 500+ mg/dl. The customer treated with manual injections. The customer was advised to clear the alarm with the escape and act buttons. The customer was advised to reinsert the reservoir and run manual prime. The customer stated that insulin did exit. The customer was advised to assemble a new infusion set with current reservoir.